Event description:
The reporter stated that the product cracked at the connection to the alaris tubing. Dopamine leaked out. The patient coded. The patient's condition is ok. No further information available.